Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. (B)(6).

Event description:
A blockage issue was reported with the bd microlance¿ needle. It was reported that the "needle was blocked by a rubber core of the infusion bag that prevents injection" and there was risk of the rubber tip passing into the infusion bag. There was no report of exposure, injury or medical intervention.

Event description:
A blockage issue was reported with the bd microlance needle. It was reported that the "needle was blocked by a rubber core of the infusion bag that prevents injection" and there was risk of the rubber tip passing into the infusion bag. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: three decontamination affected samples were received of lot 180225. Visual inspection under microscope show a conical in shape, soft transparent particle on the heel of the needle of all of the samples and one sample also with crystalized substance, which would be probably nacl. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2103 (march 18-21st, 2018) during which 56 visual inspections were carried out with zero defects noted. Needles were assembled in machine 4407 and come from 2 batches: -#8074851: (march 17-22nd, 2018) during which 193 visual inspections of 25 units each were performed with zero defects noted. -#8064833: (march 10-17th, 2018) during which 359 visual inspections of 25 units each were performed with zero defects noted. Bd had investigated this type of issue in detail in the past, performing different analysis of material characterization like ftir and conducting simulated studies of the event through multiple types of container and needles. The analysis of returned clogged cannula of other customers reveals a conical in shape, soft transparent material with a flat surface. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured according iso 7864 and whose primary use is intended to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Since root cause is related to the handling of the product (previous CAPA#(B)(4)), it was determined that no corrective actions are required at this time.

Event description:
A blockage issue was reported with the bd microlance¿ needle. It was reported that the "needle was blocked by a rubber core of the infusion bag that prevents injection" and there was risk of the rubber tip passing into the infusion bag. There was no report of exposure, injury or medical intervention.